Manufacturer narrative:
The lens was returned surgically taped to a surgical pad. Solution was dried on the lens. The other haptic was bent in the gusset and distal area. Giving the lens a twisted characteristic. The other haptic was broken in the distal tip area (not returned). The optic was torn (possibly cut) from edge towards center of the lens. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported lens damage was observed. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Associated products were not provided. It is unknown if qualified products were used. The instructions for use (IFU) instructs: company foldable intra ocular lens (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. No additional information provided. The file will be reopened and updated if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description, twisted leg (haptic). Additional information has been requested.

Manufacturer narrative:
Additional information was provided in b.5., d.10 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated, implant was stuck in the injector during the progression of the implant into the injection system. The device came into contact with the patients eye. The surgery was completed during the same procedure with a back up lens of same model and diopter and there were no consequences for the patient.